Event description:
A pso-pt (sn: (B)(6)) was indicated to monitor icp in a case of traumatic brain injury. The catheter was connected to a pressio 1 monitor (pso-3000). Incorrect measurement were observed. No clinical signs or symptoms were observed in the patient. The monitor showed 87 mmhg after catheter removing. Pso-4000 and pso-3000 monitors were tested and the monitor showed normal pressure. This incident led to a significant delay in the patient's diagnosis.

Manufacturer narrative:
The data shows that the zero was performed by the user on (B)(6) 2025 (date of the reported incident), but there is no history stored in the catheter memory (not accessible). Catheter analysis: - visual: presence of deposits on the capsule, adhesive cone, and membrane. A suture thread still present on the tube, visible twisting of this tube near the graduations. Displays 0 mmhg on the pressio monitor in open air and remains responsive. - functional: the catheter is tested in a water column (for more than 72 hours) and in water at 37°c for several hours. There are no inconsistent pressure values, and it is perfectly stable. No justification that could explain this value of 87 mmhg measured during use; this value is not visible in the data history. Was the catheter not left connected long enough for this data to remain in memory? - traceability: the catheter traceability shows nothing abnormal; the last functional check in production was carried out on (B)(6) 2024 and was compliant. The defect has not been observed or confirmed, and the lack of available data makes it impossible to identify a cause.

Manufacturer narrative:
Initial: awaiting product return for device analysis.

Event description:
A pso-pt (sn: (B)(6) was indicated to monitor icp in a case of traumatic brain injury. The catheter was connected to a pressio 1 monitor (pso-3000). Incorrect measurements were observed. No clinical signs or symptoms were observed in the patient. The monitor showed 87 mmhg after catheter removing. Pso-4000 and pso-3000 monitors were tested and the monitor showed normal pressure. This incident led to a significant delay in the patient's diagnosis.